Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during in-office testing, the atrial sensing markers were occurring simultaneously to the ventricle markers. Loss of capture was suspected on the right atrial (ra) lead and the surface electrogram did not show any p-waves. Follow up investigation revealed that the ra lead was confirmed to have dislodged, and the lead was later repositioned. It was further reported that there was some intermittent atrial undersensing occurring after the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.